Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing was observed on the right ventricular channel. Failure to pace was also noted due to noise. Patient reported presyncope and dizziness. Programming changes were recommended. No further information was provided.